Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the device unsuccessfully shocked the patient after an episode of ventricular fibrillation. The patient was externally defibrillated. Patient was symptomatic with chest pain. The patient was intubated in the hospital. Upon interrogation, loss of sensing and high capture thresholds were observed. It was discovered that the lead had dislodged. Brady and tachy therapies were programmed off and the patient was hooked up to external pacing and external defibrillation. Patient was in critical condition in the ICU with the potential of being transferred to another hospital. No further information is available.